Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a cystoscopy procedure, while using the soltive premium superpulsed laser system, errors occurred and after five minutes, the single-use laser fiber stopped working and burned/broke while inside the patient's body. The fiber burned/broke approximately one foot from the tip of the device. The broken fiber portion was retrieved from the patient's body by the physician. Although requested, the method of retrieval is unknown at the time of this report. The procedure was completed using a competitor's device. There was no patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and additional information received from the customer. Updated fields: b5, h2, h6, h7, and h9. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer that the broken part was retrieved from the patient's bladder.